Manufacturer narrative:
Correction to the initial MDR in blocks b1, b5 and h6. Block b3: exact date unknown, event occurred a november prior to the date the manufacturer became aware.

Event description:
It was reported that the following a non-device related surgery the patient was experiencing sharp pain over the implantable pulse generator (ipg) site. It was noted that the patients ipg had migrated due to significant weight loss causing pocket site discomfort. The patient had scs system reprogrammed with no additional benefit. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device will not be return as it was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a november prior to the date the manufacturer became aware.

Event description:
It was reported that the following a non-device related surgery the patient was experiencing sharp pain over the implantable pulse generator (ipg) site. It was noted that the patients ipg had migrated due to significant weight loss causing pocket site discomfort. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device will not be return as it was kept by the facility.

Event description:
It was reported that the following a non-device related surgery the patient was experiencing sharp pain over the implantable pulse generator (ipg) site. It was noted that the patients ipg had migrated due to significant weight loss causing pocket site discomfort. The patient had scs system reprogrammed with no additional benefit. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device will not be return as it was kept by the facility.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.correction to the initial MDR in blocks b1, b5 and h6. Block b3: exact date unknown, event occurred a november prior to the date the manufacturer became aware.